Event description:
It was reported that pump displayed software malfunction alarm malf 0 and caller was unable to reset pump because caller was away from pump and could not complete steps. There was no adverse impact to the customer¿s blood glucose level. Ultimately technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown.